Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with blood glucose levels over 1000 mg/dl after receiving a replacement insulin pump. Prior to being hospitalized, the customer had called in for assistance in programming the replacement insulin pump. The customer stated that she was treating her blood glucose levels by using the easy bolus feature. The customer did not realize that the factory setting for the easy bolus was 0.1. The customer thought, she was giving herself 1.0 unit boluses, causing her blood glucose levels to elevate due to not getting enough insulin. Nothing further was reported.